Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer removed the reservoir and tried to put the insulin through but could not. Customer discarded tubing and reservoir. Customer stated that 2 different tubings from the same box had the same problem. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set for analysis. Replacement sets and reservoirs will be sent as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.